Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that this device exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. No changes were made and the device remains in service. No adverse patient effects were reported.